Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/23/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/22/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
The patient's spaceoar vue was positioned in a way that raised concerns about rectal wall invasion (rwi) during a computed tomography (CT) simulation. Upon reviewing the CT simulation, the axial image showed the spaceoar vue conforms to the shape of the anterior rectal wall, and there is a stringy material in the middle of the hydrogel that resembles layers of the rectal wall. This suggests that there is indeed some degree of rectal wall invasion. However, the patient is hesitant to wait for the hydrogel to resolve, a process that would take 12 months. The physician intends to proceed with conventional fractionation, rather than stereotactic body radiation therapy (sbrt), reduced to 7380 in 180cgy fractions.